Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not power on. It was reported to philips that the customer's initial reported problem was observed while in use on a patient. However, no adverse patient impact was reported by the customer.